Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log file provided by the account confirmed a pump stop event due to both power cables being disconnected; however, a specific cause could not be determined through this evaluation. The submitted log file began at time stamp day 52, hour 0, and minute 25. The pump operated as intended above the low speed limit until a pump stop event was observed on day 54, which appeared to be due to both power cables being disconnected from the power module. The duration which the pump was off could not be conclusively established through this log file evaluation. Power was ultimately restored and the pump resumed operating at the set speed. Additionally, low voltages were also observed while the patient was connected to the power module (refer to (B)(4)). No other atypical alarms were captured. The patient remains ongoing on heartmate ii lvas. No product is available for investigation. The hmii lvas IFU addresses all alarm conditions and the proper actions associated with them. The IFU also states that least one system controller power cable must be connected to a power source (power module or two heartmate 14 volt lithium-ion batteries) at all times. Disconnecting both power cables at the same time will cause the pump to stop. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 54 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that a power cable disconnect alarm occurred while switching from battery power to the power module. After reconnecting the white cable, the power cable disconnected alarm was on. After that, a continuous sound was heard due to the loss of both power supplies. The display module screen display did not appear. The patient was connected to the battery. The issue could not be replicated with the demo pump. The medical engineer reported the system monitor displayed 13.1v. A log file was received for analysis. A pump stop was observed and the clock was reset to all 0¿s due to a double power cable disconnect or low voltage on both leads of the patient cable. By changing power to batteries, the pump started again. By changing the patient cable, the display module screen came back. The power module patient cable will be returned. The patient remains inpatient. Low voltages while attached to the power module were observed. No other unusual events were observed on the log file. No additional information was provided.